Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ipad2® use in patients with implantable cardioverter defibrillators causes electromagnetic interference: the emit study. J. Am. Heart assoc. 2014;3(2):2047-9980. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The article indicated that when the ipad2 ® was placed over the implanted device, magnet mode of the ICD was triggered due to electromagnetic interference (emi). It was noted in the article that the patient¿s baseline rhythms were ¿unaffected.¿ the device appears to be still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.